Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure inserted 3 years ago, the iol was exchanged for unspecified non company lens because of malposition of the iol. Additional information has been requested, received and stated the patient had decreased visual acuity. The lens was exchanged with another company 0.5 diopter less power lens and patient symptoms were resolved post lens exchange.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The product was returned for analysis. Iol received in a plastic bag on a piece of surgical gauze. Solution is dried on the iol. The optic is torn/split-cut dividing the iol in two. The optic and both haptics are covered with fibers. One haptic is slightly deformed. Unable to conduct dimensional testing due to condition of returned sample. The root cause for the reported complaint could not be determined. The lens was returned cut in two segments. The observed damage is consistent with lens having been explanted. The dimensions of the lens could not be tested due to the condition of the returned lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).